Event description:
It was reported by service report that the brakes were not working on the surgistool. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: brake tip.